Event description:
(B)(4). Reason for original complaint - litigation papers allege: in (B)(6) 2007, patient was implanted with a depuy asr hip on his left side. The acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, inhibited patient's ability to walk, and required a revision surgery. The left hip implant was revised in october 2010. Update (B)(4) 2011 amended litigation papers received stating dor: (B)(6) 2011. Update (B)(4) 2012 supplemental information received. Part/lot have been updated. Date of implantation and revision were also provided and updated. Update (B)(4) 2011 of plaintiff's preliminary disclosure form was received which identified part/lot information. Surgeon's name added. There was no new information that would change the outcome of the investigation. Update (B)(4) 2013 - ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. The stem was also removed for pain so it being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.